Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the clear medical adhesive was torn/separated at the proximal end of the proximal spring electrode. The proximal spring was stretched at this point. The distal end of the proximal spring electrode was separated from the lead body insulation. It was confirmed that a good bond was made during the manufacturing process. The stylet was returned in the lead and there was a bend on the stylet. If the stylet was inserted all the way into the lead, the bend lines p with eht distal end of the proximal spring electrode. The clinical observation was confirmed as the distal end of the proximal spring electrode was separated from the lead body insulation.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted as the proximal coil was loosen at the distal end. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.